Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter woke up to a blood glucose exceeding 600 mg/dl. The patient felt nauseated and thirsty. The mother attempted to treat with several boluses but the insulin pump alarmed no delivery each time. A motor error alarm also occurred. During troubleshooting, the insulin pump was able to rewind. The displacement test passed as well. The mother was advised that her daughter's site may have been occluded. The no delivery issue was resolved by changing the set and reservoir. The reservoir was not returned for analysis.